Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested andreceived. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Photo, described as oil spots on the outer paper ¿ what was the texture? Described as spots on the film ¿ are there any photos of the foreign matter available? Yes ¿ is it possible that the foreign material fell into packaging upon opening of device? No ¿ was the product seal on the foil still intact when the package was opened? Yes ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Prior to application that it was seen that the outer white paper of the mesh had dots on it. Another like device was used to continue with the procedure. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the ampule broken and the tyvek was returned. No mesh was returned. Due to the condition of no mesh returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.